Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The patient had lateral and medial plates on the distal humerous as well as an olecranon nail. The end cap on the osteotomy was removed due to the wound breaking down. The end cap was visible through the wound. The osteotomy was determined to be healed and the end cap was successfully removed with no further issues.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Information from received hospital questionnaire.